Manufacturer narrative:
(B)(4). Publication year of 2010. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: randomized clinical trial of symptom control after stapled anopexy or diathermy excision for haemorrhoid prolapse authors: p.-o. Nystrom, n. Qvist, d. Raahave, I. Lindsey, n. Mortensen, on behalf of the stapled or open pile procedure (stopp) trial study group citation: british journal of surgery. 2010; 97: 167¿176. Doi: 10.1002/bjs.6804. This multicenter randomized clinical trial studied how symptoms improved after either stapled anopexy or diathermy excision of hemorrhoids. This study involved 207 patients that were randomized to either anopexy (age range: 21 to 86 years old; 47 male and 43 female patients) or milligan-morgan hemorrhoidectomy, of whom 90 in each group were operated on. For anopexy cases, a pph01 33-mm stapling device (ethicon) and kit utensils were used. In the anopexy group, reported complications included, daily pain (n-25.2), peak pain (n-41.7), excessive or protracted pain (n-2), excessive disturbance of bowel disfunction (n-14), post-operative bleeding (n-5) which required reoperation in 1 patient, anal stenosis (n-1) and was dilated, thrombosed residual hemorrhoid (n-3) which required excision in 2 patients, fissure (n-1), and prolapse (n-9) which required manual reduction. Hemorrhoidal prolapse was corrected equally by either operation. Diathermy hemorrhoidectomy gave better symptom relief but was more painful. Neither operation provided complete cure but well-being was greatly improved.